Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during an intravenous infusion of treprostinil (dose 100 ng/kg/min) the cassette caused the pump to exhibit a no disposable alarm. Per reporter there were no kinks in the tubing. It was reported that the pump and cassette were subsequently changed with no issue until the following morning when the pump again exhibited a no disposable alarm. Per reporter the cassette was then disconnected and reconnected with no further issue. Per reporter patient had additional cassettes to switch to and successfully continue their infusion. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1, and g2 email is: (B)(6)